Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) with pelvic discomfort, abdominal distension and abdominal pain, heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, tooth disorder, alopecia and fatigue had not resolved. The reporter considered alopecia, back pain, fatigue, heavy menstrual bleeding, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received-lot number and new reporter were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) with pelvic discomfort, abdominal distension and abdominal pain, heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, tooth disorder, alopecia and fatigue had not resolved. The reporter considered alopecia, back pain, fatigue, heavy menstrual bleeding, pelvic pain and tooth disorder to be related to essure. Lot number: 922602 manufacturing date: 2011-11 expiration date:2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.